Manufacturer narrative:
Follow-up # 1 - 7/29/2014. Device evaluation. The lay user/patients meter has been returned on 7/2/2014 and evaluated by lifescan product analysis on 7/23/2014 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/29/2014) correction.supplemental sent to correct information previously sent. The MFR narrative has been corrected to show that only the test strips have been returned:the lay user/patients test strips has been returned on 7/2/2014 and evaluated by lifescan product analysis on 7/23/2014 with the following findings:

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) ((B)(4)) alleging that her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 7:49am. The patient tested on the subject meter and obtained a reading of ¿4.0mmol/l.¿ just prior to testing on the subject meter the patient tested on her onetouch ultraeasy meter and reported a reading of ¿2.0mmol/l.¿ the patient felt the result on the onetouch ultra easy meter was more accurate based on her symptoms. She claimed that just before testing, she was experiencing symptoms of ¿dizziness, light headedness and weakness.¿ the patient manages her diabetes with 26 units of levemir in the morning and 30 units in the evening. In addition, the patient takes between 4-5 units of humalog at breakfast, 4 fixed units of humalog at lunch and up to 10 units in the evening (self-adjusting) and tests 4x per day. The patient denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient reported that she self-treated her symptoms at approximately 7:55am with a whole pack of glucose tablets. The patient also reported testing on the subject device and obtaining a blood glucose result of ¿13.2mmol/l¿ and ¿8.2mmol¿ on the other device within 30 minutes on an unspecified date/time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. At the time of troubleshooting the csr confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The correct testing procedure was followed. A control solution test was performed and the result fell within the expected range specified on the test strip vial. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, and despite the control solution test passing, the patient¿s symptoms and treatment correlated with the result obtained on her back up meter. The patient¿s symptoms occurred prior to the alleged issue occurring and were non serious. There was no delay in treatment since the patient tested on her back up meter prior to using the subject device. However, this complaint is being reported because the meter did not meet lfs¿s criteria for accuracy.

Manufacturer narrative:
Follow-up # 3 ¿ (08/28/2014). The patient¿s meter has been returned on 8/1/2014 and evaluated by lifescan product analysis on 8/18/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.